Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). It was also noted that spinal cord stimulation (scs) leads had high impedances. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was disposed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2208500 model: sc-2208-50 serial: (B)(6) batch: 173013. Product family: scs-linear leads upn: m365sc2208500 model: sc-2208-50 serial: (B)(6) batch: 170615.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). It was also noted that spinal cord stimulation (scs) leads had high impedances. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was disposed.